Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and pelvic floor mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries, including excision of the pelvic mesh in (B)(6) 2010. It was reported that the patient experienced a large posterior rectocele, a large enterocele and erosion of mesh through the vaginal wall. It was reported (per operative report) that the patient underwent posterior mesh excision, an enterocele repair and a posterior colporrhaphy with levator plication, on (B)(6) 2010 due to vaginal mesh erosion over a rectocele. No additional information was provided. (B)(4) - rectocele; enterocele.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure in (B)(4) 2009 and pelvic floor mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries, including excision of the pelvic mesh in (B)(4) 2010. No additional information was provided.